Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product. Identified significant wear including damaged threads (internal drive feature and external threads). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Patient had bone density of type ii (moderate bone density). The implant had been placed on tooth site #30 but could not finish procedure since the issue reported occurred. X-ray or picture image was not provided. A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the after the implant was placed it was discovered the inside of the implant is stripped. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier: (B)(6). Weight: unknown / not provided.

Event description:
It was reported that after the implant was placed it was discovered the inside of the implant is stripped. Procedure was completed using another implant.